Event description:
It was reported that the patient with this pacemaker system was experiencing light headedness. Technical services (ts) was consulted and noted that device programming was causing functional loss of right atrial (ra) lead capture and recommended reprogramming options. This pacemaker system remains in service. No additional adverse patient effects were reported.